Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family/ friend. It was reported that patient went to (B)(6) when the patient got the device she woke up screaming in pain. Patient pain went from her left arm to her right arm. They told her they did not know what happened. Patient has both arms wrapped up because when air hits the skin it hurts. Consumer said the trial worked fine. Consumer said with the permanent device she woke up with pain. Patient had a small lead for the trial and then the permanent device they used a larger lead. They don¿t know why they switched when the smaller one worked. The permanent device never worked for her. The patient had got the device because she broke her arm. She had surgery and they drilled through her radial nerve and severed the nerve , so it caused nerve damage in left arm. In addition the patient called because they needed to do MRI for brain and the back. Patient went to the hospital because she as considering having the device taken out and putting in a smaller device. They did a myelogram and put dye in and punched a hole that caused a leak. They did the test on (B)(6). Two weeks later patient had to go back because she is having so much pain. They had to put a blood patch on. That did not hold. A week later had to go back because headaches were still there and speech affected. They the put patches on and used glue. A week later back again and they put on three patches and glue all the way around the spine. It stopped the headaches and the pain in back, but her speech was impaired and eye sight has not come back correctly. Patient could not taste and was effecting the bowl. The patient could not go to the bathroom correctly. Patient was redirected to health care professional (hcp). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not going to do anything at this time. The patient said their speech has come back. The patient went to their healthcare provider (hcp) and they were going to see if they could take the stimulator out and put a new one. The patient said they are stuck until they get better. The patient didn¿t want the device out because there was so much nerve damage all over the patient¿s body. The patient said the hcp told them they have to wait. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The patient was having an MRI brain scan that was not due to a problem with the device or therapy. Symptoms were reported. The caller was told that the patient had the device for 9 years, it did not work so they turned it off. It was unknown when the event began. The caller does not have any further information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.